Event description:
The needle remained in the tubing after activation of the safety device. No harm was caused to the pt.

Manufacturer narrative:
The sample is currently being sent to our facility for analysis. Upon receipt of sample and completion of the investigation, a supplemental report will be submitted.